Event description:
A cook inferior vena cava filter was placed on (B)(6) 2012. The filter migrated to the heart on (B)(6) 2012 and the pt required open heart surgery to retrieve the migrated filter. Due to the open heart surgery, the pt was hospitalized. Reason for use: dvt with contraindication to anticoagulation.